Event description:
It was reported that a patient with a previous total hip implantation on an unknown date, was revised on (B)(6) 2017 due to dislocation. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00664, 1038671-2017-00665, 1038671-2017-00666.

Manufacturer narrative:
The devices were not returned due to the hospital policy does not allow explanted devices to leave the facility. This device is used for treatment, not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of hip components - reason unknown.